Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low, out of range, lead impedance was observed on the right atrial lead due to outer insulation anomaly. During device change out for normal eri, the ra lead was capped and replaced on (B)(6) 2018. The patient was stable and asymptomatic.